Manufacturer narrative:
The e2 section has been corrected to other healthcare professional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively, part of disposable stuck inside the handpiece. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that visually, the inner shaft was broken 0.52 inches from the distal end of the inner hub to the broken point. There was no damage noted to the proximal end of the inner hub (green seal was intact). However, the distal end (outside diameter) of the inner hub was deformed. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.357 inches in the deformed area which was out of specification. Functionally, the device failed due to the damaged condition upon return and the inability to load the device into a handpiece. N the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously applied fdm b17 fdr c20 fdc 16 and additional img g04041 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.